Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer received a button alarm. The customer did not believe any object was pressing on the pump causing this alarm to occur. Tandem technical support educated the customer in regards to a common cause of this alarm (e.g. Items pressing on button). Blood glucose level was 230mg/dl. Reportedly the customer continued to use the pump for insulin therapy.